Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during a laparoscopic hernia repair, the inside piece of the port broke off. It was reported that nothing fell into the patient's cavity and the procedure was completed by using a second trocar. There was no patient injury.